Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a procedure, the vitrectomy probe was not cutting. This resulted in the patient experiencing two atrophic retinal holes. The probe was switched out to complete the case, however, poor cutting performance continued. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6. And h.10. A company clinical analyst reviewed the case and stated the following: ¿the surgeon reported that during a case, (when moving the vitrectomy probe ever so slowly), it would pull on the adjacent retina, causing traction. This resulted in 2 atrophic holes within a traction retinal detachment (trd) five (5) mins into the case. The sound of the vitrector changed and the surgeon realized it wasn¿t cutting. The cut rate was decreased to 100 and the surgeon looked at it under the microscope and noted there was no movement of the guillotine cutter. The cutter probe was exchanged and that problem went away. However, the surgeon continued to report that the poor cutting continued. Even with 4000 cpm and 500 vacuum, the performance was "lackluster." Additional information was requested with none received. Retinal detachment (rd) occurs with a frequency of 1/10,000 people per year, and patients at risk for rd include those with myopia, aphakia, trauma, rd in the fellow eye, a family history of rd, certain systemic syndromes, and a variety of peripheral retinal lesions. The events leading to rd include posterior vitreous detachment, symptomatic retinal breaks, asymptomatic retinal breaks, lattice degeneration, and other vitreoretinal abnormalities. Posterior vitreous detachment (pvd) is the critical event leading to the development of retinal tears and retinal detachment. Pvd occurs when the posterior vitreous separates from the retina and collapses anteriorly toward the vitreous base. This event is the result of vitreous syneresis (liquefaction). Pvd usually follows a benign course. When the separating vitreous remains firmly adherent to an area of the retina, localized vitreoretinal traction results. The pvd may produce retinal breaks in areas of firm vitreoretinal attachments and on narrow posterior extensions of the vitreous base. Mild traction causes tenting of the retina. With additional traction, a horseshoe tear (flap tear) develops. With still further traction, the flap may separate from the surrounding retina, leaving a round or oval hole. Typical symptoms of pvd are "flashes and floaters." Photopsia or the subjective impression of flashing lights is caused by vitreous traction on the peripheral retina. Floaters are described as "cobwebs," "spots," or "hair" in the field of vision. If a rd is also present, patients may complain of a "curtain," "shade," or "shadow" obscuring their peripheral vision. Asymptomatic operculated holes and atrophic round holes very rarely lead to detachment. Eyes with signs and symptoms of acute pvd may have atrophic retinal breaks unrelated to vitreoretinal traction, and these breaks are considered to be pre-existing and not symptomatic. Asymptomatic operculated holes and atrophic round holes are generally not prophylactically treated; however, if cataract surgery is planned, treatment may be considered. Iatrogenic retinal breaks are well documented and anticipated intraoperative complication of vitreous surgery.¿ the system was examined and the reported event ¿vitrectomy probe not cutting¿ was replicated. The vit valve was replaced to address the issue. The company representative did not indicate finding any issues that would be associated with the ¿retinal hole.¿ the system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system manufactured on (B)(6) 2014. Based on qa assessment, the product met specifications at the time of release. The probe was not returned for an evaluation. No lot number was provided. Therefore, a lot of history review could not be performed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The root cause of the reported event of ¿poor cutting¿ can be attributed to the vit valve cable. Based upon information on the reported ¿retinal hole¿, the root cause cannot be determined. The manufacturer internal reference number is: (B)(4).